Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 544 mg/dl. The customer had symptoms such as throwing up for 3 days and treated with insulin. Customer's blood glucose value was 220 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer mentioned delivery anomaly due to not giving enough insulin. The product was returned for analysis.